Event description:
It was reported that the customer had differences with readings his sensor glucose 60mg/dl and blood glucose 150mg/dl. Customer stated he experienced a low threshold suspend alarm. Customer stated the insulin pump button's are not working, they are delaying when pressing. The blood glucose reading was 124mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the test minilink transmitter and the blood glucose meter communicated properly to the insulin pump. The device was programmed with multiple sensor glucose values and all were registered properly in the sensor update history. The device had minor scratched display window. The buttons responded properly, and no moisture damage on the button keypad traces noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.